Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The lesion was pre-dilated with a 2.25 x 12 mm semi compliant balloon. A 2.50 x 48 mm synergy drug-eluting stent (des) was advanced, deployed at 11 atm and post dilated with a 2.50 x 12 mm non-compliant balloon at 12 atm. A type a proximal edge dissection and stent damage was noted. The dissection was covered by deploying a 2.50 x 12 mm synergy des. The patient was stable and discharged after the procedure.